Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge alarm 1 occurred during bolus delivery. The customer's blood glucose level was 200 mg/dl. No additional information was provided and the customer declined further troubleshooting with tandem technical support.